Event description:
It was reported that a patient experienced a knee revision due to tibial loosening. The tibial construct was noted to be loose, still the surgeon had to hit it hard to remove it. The surgeon did his best to keep the interface of the pts and tibial tray together during removal. He noted that there is a small gap between the pts and tibial tray that he feels was not there until he had to hit the devices to explant it. The surgeon stated that the patient had metal staining in spots, but not widespread/throughout the joint. There was also noted osteolysis of the tibia with the medial compartment somewhat resorbed. The patient was successfully revised with competitor devices. There is no additional information about the event or patient. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00555, 1038671-2017-00556, 1038671-2017-00557, 1038671-2017-00558 and 1038671-2017-00559.

Manufacturer narrative:
The complaint products were received for analysis. The event of tibial loosening is not confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise) femoral component, scratches on the femoral condyles appear consistent with third body wear between the femoral component and the tibial insert. Bone cement contacting surface of femoral component, the portion of the femoral component that is intended to contact the cement appears to have a shinier surface that is consistent with burnishing. In this case there was likely micromotion between the femoral implant and the cement and/or femoral bone. Returned tibial insert the scratches and pitting on the proximal aspect of the tibial insert appears consistent with third body wear as a result of a third body, such as bone cement, becoming trapped between the articulating surfaces of the femoral implant and the tibial insert. Tibial spacer scratches and deformation appears consistent with tool marks likely created while removing the component during the revision surgery or possibly damage during handling after removal. The tip of the tibial tray has fractured sections of the tibial tray's locking groove that appears consistent with aggressively removing the tibial spacer. The lip of the tray appears consistent with metal on metal contact likely from impacting and/or removing the spacer from the tray. The scratches appear consistent with tool marks likely created while removing the component during revision surgery. The stem extension is attached to the tibial tray; the tibial tray and stem appear to have bone and/or bone cement adhered to its bone contacting surface. Some bone cement may have been removed during processing at the hospital prior to returning to exactech. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of any other complaints involving parts from this manufacturing lot of 32 units, which has been in the field since 2013. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The revision reported was likely the result of fixation failure between the cement mantle and the bone which led to aseptic (non-infected) loosening of the tibial component. This is difficult to substantiate, however, without the benefit of patient radiographs. There is no patient information to assess the patient/clinical risk factors. In review of the labeling, literature and ifus- device specific risks include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Metal sensitivity reactions or other allergic/histological reactions to implant materials. Possible detachment of the coating(s) on the components, potentially leading to increased debris particles. Adverse events associated with the use of bone cement. Disassociation of modular components. Patients whose weight, age, or activity level might cause extreme loads and early failure of the system are contraindications for knee components. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. This device is used for treatment not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of knee components due to loosening.